Event description:
Vns pt developed a staph aureus infection at the generator site approximately 1 1/2 months post-implant. The infection was treated with antibiotics, l&d and explant of the pulse generator only. A course of oral antibiotics was prescribed following the explant surgery. At the time of initial implant surgery, pre-operative antibiotics were prescribed and the chest will pocket was packed off with bacitracin-soaked gauze while the cervical incision was made and the lead electrodes were placed on the vagus nerve. Post-operative antibiotics were not prescribed following initial implant surgery. The ncp system tunneling tool was used for the implant as a single-use-only device. The pt had not undergone any surgical or dental procedures, or invasive monitoring either three months pre or post vns implant and is not implanted with any other devices. The pt did not irritate/scratch at the incision site and does not have an excessive amount of drooling. Reimplant is planned when the infection clears. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.

Event description:
Further follow-up revealed that the patient later underwent explant of the entire lead (including electrodes). Neurosurgeon indicated that the infection has been resolved and re-implant is scheduled.

Event description:
The cause of the infection was likely due to the implant surgery.